Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned or is available for evaluation. No conclusion can be drawn at this time. We will submit a follow up report when/if additional info becomes available.

Event description:
Pt developed infection after implantation. She had excessive drainage from wound and redness around site. She was treated with antibiotics then mesh explantation.